Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that yesterday morning, their stimulator which had been charged the day before, went completely dead, so they reconnected and charged it, but yesterday evening, they developed a headache and not sure if it's related to the implantable neurostimulator (ins). Patient stated that when they wake up this morning, they have a terrible headache., and when they connected, they saw "contact clinician: stimulator is not providing the prescribed stimulation". Agent redirected them to the healthcare provider (hcp), and provided answering number to further address the issue. Agent documented reported events.